Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, balloon deflation difficulty occurred. The 80% stenosed lesion being treated was located in the moderately tortuous, calcified proximal - mid right coronary artery. The lesion was predilated with a 2.75mm non-bsc balloon. The physician implanted a 3.00x16mm taxus liberte stent in the mid rca and attempted to place a 3.50x24mm taxus liberte stent in the proximal rca, but was unable to cross the lesion. The physician used the 3.00x16mm. Taxus liberte stent delivery system (sds) balloon, previously used in the procedure, to further dilate the proximal portion. The balloon was "rewrapped" with the "rewrapping tool" of the non-bsc balloon, used for predilatation. The 3. 00x16mm taxus liberte stent balloon was inflated to 18 atm. When the physician attempted to deflate the 3.00x16mm taxus liberte sds balloon, the balloon did not deflate. A guide catheter was deep seated and the taxus liberte sds balloon was pulled and was able to retrieve it into the guide catheter. It took about 2 minutes to remove the sds balloon. The previously attempted 3.50x24mm taxus liberte stent was implanted in proximal rca. Following the procedure, the physician checked the 3.00x16mm taxus liberte sds balloon. The balloon was able to be inflated and deflated. The physician noticed that the shaft at the balloon was damaged like accordion. The physician commented that the sds balloon might have not been wrapped well, and when rewrapping the balloon, the sds might have got damaged. No pt complications were reported. Pt's status reported as "no injury".

Manufacturer narrative:
(B)(4).